Event description:
The customer reports back to back test results of; 589 mg/dl on her meter compared with 180 mg/dl on the emt's meter. No report of an adverse event. Her daughter gave her an injection on glucagon, fed her, and the customer felt better. Controls were not run. Return requested and replacement was sent.